Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 300 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4)